Manufacturer narrative:
Device received with protruded/loose drive support disk. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Unable to verify compromised force sensor system alarm due to motor error alarm. Insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm. Insulin squirted out during manual prime. Customer's blood glucose was 182 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.